Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation found dirt within the device and the pressure reducer failed. Based on the results of the investigation, definitive cause could not be established for none of the malfunctions. However, it is likely the failed pressure reducer may have contributed to the fluid leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working and exhibited internal leakage. The issue was identified during setup/inspection prior to use. There were no reports of patient involvement.